Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device lot number is unknown. Complaint history review: not performed as device lot number is unknown. Conclusions: it was reported that the bone cement set somewhat quickly. Further information such as device lot number is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
During a revision bha, cylindrical reamer was applied for curettage of the medullary cavity but the reamer penetrated the fracture site leading to revision surgery and a new fracture was occurred. Update: the cement seems to have set somewhat quickly. This MDR is for cement setting issue.